Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which a no flow occurred. There was patient involvement. The device was filled with 5-fluorouracil and sodium chloride for a total of 95 milliliters intended for seven days of infusion. Seven days after the infusion started, the patient came back to the hospital in order to disconnect the device, then it was discovered that the infusion never started. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.